Manufacturer narrative:
Report required by FDA for eua. Eua # (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported false positive result. Negative pcr the same day. Test 2 of 2.

Manufacturer narrative:
Report required by FDA for eua. Eua # (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported false positive result. Negative pcr the same day. Test 2 of 2.

Manufacturer narrative:
Section b5 updated with additional information.

Event description:
User reported 2 false positive results. Negative pcr the same day. Test 2 of 2.